Manufacturer narrative:
Service was not dispatched as the customer was in collaboration with the field service manager and the instrument specialist regarding further performance verification of dxi 800 system (serial number (B)(4)) and troponin. The field service engineer (fse) went to the facility and assessed the unit on (B)(6) 2008 prior to the event. The fse completed system verifications per the established procedures. All results conformed to the manufacturer's published performance specifications. The sample type was plasma collected in greiner vacuette lithium heparin tubes. The customer stated the sample in question was processed on the stand alone centrifuge, based on the location from which the sample arrived (inpatient). The customer indicated that it is part of their repeat protocol to aliquot samples prior to repeat centrifugation; however, this has not been confirmed for the sample in question. Quality control (qc) and system data information was not supplied by the customer. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events.

Event description:
The customer reported a non-reproducible troponin I (accutni) result, which crossed clinical categories, for one patient's sample involving unicel dxi 800 access immunoassay system. The result was initially above the acute myocardial infarction (ami) cutoff and repeated within the risk stratification range. The customer retested the patient sample and produced a negative result on the alleged dxi 800 system and on another dxi system. Although the customer has an established repeat protocol, the erroneous result was inadvertently reported outside of the laboratory and amended following a repeat testing. There has been no report of patient injury or change in patient treatment associated with this event.